Event description:
Reportedly, during the replacement re-intervention procedure with alizea dr on (B)(6) 2023, the pacemaker check was performed after reintervention since the communication errors with the programming head occurred frequently. Standby mode occurred, probably due to frequent communication errors. The mode was set to vdd. After connecting the vdd lead, it was confirmed the device operates in vdd, but it was changed to vvi mode during the procedure, and the setting was changed to vdd mode again. Postoperative checks were performed. Originally, the sensing polarity of the atrial lead was set to bi, but the polarity of the atrial lead was uni on the impedance test screen of the programmer and could not be changed, though the setting was bi. The physician asked us why the programming changed to vvi mode during re-intervention and why the programmer's test screen could only be set to uni. Patient files will be obtained by sales rep. Pm: alizea dr (247gb1a3) implanted on (B)(6) 2023. Vdd lead: intermedics 4345 (019632) implanted on (B)(6) 2003. Ex pm: reply dr025zk992 implanted on (B)(6) 2011.

Event description:
Reportedly, during the replacement re-intervention procedure with (B)(6) on (B)(6) 2023, the pacemaker check was performed after re-intervention since the communication errors with the programming head occurred frequently. Standby mode occurred, probably due to frequent communication errors. The mode was set to vdd. After connecting the vdd lead, it was confirmed the device operates in vdd, but it was changed to vvi mode during the procedure, and the setting was changed to vdd mode again. Postoperative checks were performed. Originally, the sensing polarity of the atrial lead was set to bi, but the polarity of the atrial lead was uni on the impedance test screen of the programmer and could not be changed, though the setting was bi. The physician asked us why the programming changed to vvi mode during re-intervention and why the programmer's test screen could only be set to uni. Patient files will be obtained by sales rep. Pm: (B)(6) ((B)(6)) implanted on (B)(6) 2023 vdd lead: intermedics 4345 (019632) implanted on (B)(6) 2003 ex pm: reply dr((B)(6))implanted on (B)(6) 2011.

Manufacturer narrative:
The review of provided data highlighted that the device switched to vvi mode because nominal settings had been activated by pressing the red cross on the programming header. No general malfunction is suspected on the device.